Event description:
It was reported that the insulin pump freezes up every time the customer goes out in the cold. It was noted that the customer was receiving a no delivery alarm on the insulin pump. Customer disconnected the phone and stated that they will call back later. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.